Manufacturer narrative:
(B)(4).

Event description:
It was reported that during insertion in general surgery, the tip of the dilator became damaged and as a result could not be properly inserted. The surgeon opened a new kit and this time used a scalpel to enlarge the cutaneous puncture site to successfully complete the procedure. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence.